Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot up. Upon troubleshooting, the customer reported that the system was not booting up from the power switch on user interface and determined that the single-phase ups was not powering on in the m cabinet. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found a blown fuse at pdm back panel due to which the mpdu was not turning on. To resolve the reported issue, the fse replaced blown fuse at pdm back panel. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.